Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al3631 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue occur with 2 patients or 3 patients? During each patient procedure, did 1 suture needle pull off and did 1 suture break while suturing the uterus? Will the device involved in the event be returned for evaluation? Note: breakage of suture reported via 2210968-2019-80863 and pull off suture needle 2210968-2019-80865.

Event description:
It was reported that the patient underwent c-section for non-favorable cervix on (B)(6) 2019 and suture was used. At the end of the suture of the uterus, the filaments of the suture broke. There were no adverse patient consequences reported.